Manufacturer narrative:
The investigation for the positioning issue has been completed. Complaint device not returned for investigation. The cause of the positioning issue most likely was use related due to improper technique and unable to de-tangle cannula from mv apparatus.

Event description:
The user facility reported a 29-year-old male patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that the impella was tangled in the mitral valve apparatus. The doctor attempted to reposition the pump; however, this was unsuccessful, and the pump was explanted and replaced. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.